Event description:
Journal article received: femoral neck fracture following hardware removal, orthopedics, 2012 jan; 35(1):e83-e87. Authors: j. A. Shaer, b. M. Hileman, j. E. Newcomer and m. C. Hanes. Article reports on a patient with high-energy ipsilateral intertrochanteric hip fracture, comminuted distal third femoral shaft fracture and displaced lateral tibial plateau fracture. Cephalomedullary fixation was used to fix the ipsilateral femur fractures. Patient was healed at 6 months. Patient was treated conservatively for painful hip hardware. At 22.5 months post injury hardware was removed. Patient experienced nontraumatic femoral neck fracture 7 weeks later. Patients alcohol abuse, tobacco use and stress fractures may have attributed to the fracture. It is unknown if this is a synthes device. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis date of event: (B)(6) 2012. PMA/501k: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number